Event description:
Discomfort and lens coating os as the day progresses with acuvue oasys, lot # b00j4dm9wb made in USA. No discomfort or clouding os with lot # l002nl36f3 made in (B)(6). Oasys contact lens, -3.50 8.4 bc.